Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The stent appears to have been deployed and did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that partial deployment occurred. The target lesion was located in the femoral artery. A 6 x 120 x 130 innova self-expanding stent was taken out from the package and was flushed with saline. Then, the stent was placed at the lesion site through the 6f sheath along with the 0.035 system guidewire. During the procedure, the stent could not be released because of the stutter was stuck, only 10% of the front part of the stent was deployed. The device was then replaced with another of the same device and completed the procedure. No complications were reported, and the patient condition following procedure was stable.

Event description:
It was reported that partial deployment occurred. The target lesion was located in the femoral artery. A 6 x 120 x 130 innova self-expanding stent was taken out from the package and was flushed with saline. Then, the stent was placed at the lesion site through the 6f sheath along with the 0.035 system guidewire. During the procedure, the stent could not be released because of the stutter was stuck, only 10% of the front part of the stent was deployed. The device was then replaced with another of the same device and completed the procedure. No complications were reported, and the patient condition following procedure was stable.